Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred, which was not duplicated.

Event description:
Pt reports pump dispensed insulin during the load cartridge phase.